Event description:
It was reported that the ilet system user experienced bubbling and leaking at the connector between the cartridge and infusion set, which was associated with a blood glucose rise to 400 mg/dl and resolved after the user reconnected the connector and performed a full supply change. Customer care provided support which included arrangements to replace affected supplies from the reported lot. Investigation of this case revealed that the hyperglycemia was consistent with interrupted insulin delivery due to a leaking connector and that glucose values returned to range after system reconnection and supply replacement. Symptoms included fatigue. Outcomes included transient hyperglycemia without medical intervention. It was concluded that the event was attributable to a device component issue at the connector resulting in interrupted insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.